Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2016 with the following findings: a review of the pump black box data showed low battery warnings and replace battery alarms. There was low battery voltage reading immediately following a battery change, indicating that a partially discharged battery had been inserted by the user. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump and a power loss was not observed. Current draws measured within specifications. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a red line in the display. A test display was inserted and the display functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.